Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the ipg was replaced and upgraded and the leads was replaced with a paddle. No device malfunction. The patient was doing well post operatively. Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.